Manufacturer narrative:
Paradoxical hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode, but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Clarification to b3 partial date of event: 2025.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting using cooladvantage system applicator(s), who presented with suspected paradoxical hyperplasia (ph) after treatment.

Event description:
Healthcare professional reported that a patient received a coolsculpting treatment on (B)(6) 2024 to the upper abdomen using the cooladvantage petite coolcurve applicator and presented with paradoxical hyperplasia 10 months after treatment.

Manufacturer narrative:
Additional information: a2, a3a, a4, b3, b5, d1, d4, h4, h6 (b15), h11. Paradoxical hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode, but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.